Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the solitaire platinum revascularization device was returned. No bends or kinks were found with the pushwire or marker coil. Visual inspection showed no irregularities outside of the attachment zone. The stent non-working (tear drop) and working length struts were in good condition. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿separation¿ could not be confirmed, and the cause could not be determined. No defect was found with the returned solitaire platinum revascularization device that would have contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the solitaire was stretched while being retracted into the react 68 catheter. It was able to be removed as an solumbra. It was noted separation occurred, only one pass was done, there was no friction/difficulty, and the microcatheter tip covered the stent proximal marker. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of ischemic stroke of the left m1. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a cello 9fr, react 68, rebar, synchro.